Manufacturer narrative:
Investigation summary: one photo and one used sample were received by our quality team for evaluation. From the photo, the used sample was overserved. Upon visual inspection of the sample, it was observed that the valve had burst. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue that is related to sterilization. This event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the 1pc used sample returned was observed with valve burst condition. Based on the returned sample, the probable root cause for the reported condition of this complaint could be due to valve issue that was related to eto sterilization. CAPA#(B)(4) and product recall was initiated for vps product sterilized using eto. Complaint trend would be monitored.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: again a leakage problem with a pink catheter.